Manufacturer narrative:
The lead was returned due to ¿unable to access the branch and place the lead¿. A complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies except for procedural damage. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the physician was unable to secure access to the left ventricular (lv) branch for lv lead placement. The lv lead was not used and replaced with a left bundle branch pacing lead. The patient was in stable condition.